Event description:
It was reported that the jeti aspiration device was unable to be prepped. After priming the system, it would not advance to the next step and an error occurred. A high pressure alert. There was no damage noted to the catheter and all connections to the pump were tightly set. No kinks in the tubing were noted. The device was not used and there was no patient involvement. There was no clinically significant delay. After the case. The saline drive unit (sdu) and pump set were tested with a demo catheter and the sdu and pump set worked appropriately. Returned device. Analysis noted device contamination appearing to be filter material, plugging the saline orifice. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported high pressure alert was confirmed. Additional investigation was performed and noted what appeared to be filter material plugging the saline orifice. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The analysis of the device identified contamination that was plugging the saline orifice and was concluded to be related to a potential product quality issue. Walk vascular non-conforming material report (ncmr) was initiated due to the potential product quality issue and corrective action. If any, will be determined per walk vascular operating procedure.